Event description:
A us distributor reported that a battery charger had a battery charger problem.

Manufacturer narrative:
Device evaluation of battery charger was completed. The reported problem (battery charger problem) was due to the l4 inductor being damaged and knocked off the bedside board. The root cause of the knocked off l4 was unable to be positively identified. There was no adverse event that resulted from the damaged charger.